Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Pump was being used for demonstration purposes; customer's blood glucose was not adversely impacted. Upon receiving the pump, the distributor reported no touchscreen issues were observed.